Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.23 (false positive) on a patient. There was no patient information available at the time of this report. Return product is available for investigation. Method: I-stat, test date: (B)(6) 2014, draw time: 12:36, result: 0.23, sample: a; architect, (B)(6) 2014, 12:36, 0.09, a; I-stat, (B)(6) 2014, 14:51, 0.04, b. There were no injuries reported with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 11/10/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).